Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having nose irritation, dizziness and/or headache, asthma (new or worsening), cancer and renal cell carcinoma. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having nose irritation, dizziness and/or headache, asthma (new or worsening), cancer and renal cell carcinoma. There was no report of medical intervention. The device was returned to a third-party service center. During the device evaluation, the technician confirmed no particles in the air path and no secondary findings was observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Due date has been updated. In box g: date received by mfg. Has been updated. In box h6: evaluation method code grid, evaluation results code grid and conclusion code grid have been updated.